Manufacturer narrative:
Philips service resolved the handswitch issue and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment reference: (B)(4).

Event description:
It was reported to philips that the handswitch active caused imaging failure during procedure on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.